Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; broken shell, around 50-75% of the shell is missing, red particles in shell, underweight, fold creases. A microscopic analysis was performed which identified; stress marks, broken shell with sharp edge, broken shell with smooth edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive. Broken shell with smooth edge assessed as smooth opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.